Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ultra vitrectomy probe was occluded and water would not go through before vitrectomy surgery. The procedure was complete on the same day by replacing with another pak. There was no patient involvement.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned probe manifold was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell. This prevented the sample from priming on the console and caused aspiration failure. The kink on the tubing happened during assembling the rear shell to the probe engine. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation root cause of the customer's complaint is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time due to assembly receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).